Event description:
Complainant alleged that while attempting to monitor a 51-year-old male patient, the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not verified during evaluation.the device was put through to extensive testing including full functional testing, bench handling and button stress testing without duplicating a fault. An internal inspection of the device found no discrepancies. The lcd display was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.